Manufacturer narrative:
Additional information was received that the patient was doing well.

Event description:
A report was received that the patient experienced some redness over midline incision site. The patient was prescribed bactrim ds antibiotic.

Event description:
A report was received that the patient experienced some redness over midline incision site. The patient was prescribed bactrim ds antibiotic.